Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016.

Manufacturer narrative:
A good faith effort (gfe) conducted was not able to confirm is there was sound on the device as the customer did not respond to requests for additional information. A philips response service engineer (rse) spoke to the customer and confirmed the speaker failure. The rse determined that part loudspeaker needed to be replaced. The customer was provided a replacement speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. H3 other text : device not returned.

Event description:
It was reported the intellivue mx800 monitor is getting a speaker malfunction inop error message. The device was not in use on a patient. There was no report of patient or user harm.